Event description:
The customer's mother reported that her son's blood glucose reached close to 300 mg/dl less than 4 hours after the pod was activated. She gave him a bolus of insulin (exact dosage was not provided) but was not able to lower his bg. The pod was then removed and the cannula might have had a little kink. He was able to activate a new pod and gave himself a manual injection of insulin. About two hours later his bg did go down.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.